Event description:
.

Manufacturer narrative:
We purchased stretcher bases from stryker medical corp. And combine it with our top to make a cart that is used for shower bathing hospital pts. (B)(6), 2007 stryker corp. Sent to us a medical device correction notice. The noticed stated that the brake cams can crack during the engagement of the brakes causing the brakes to malfunction, and that a bushing was wearing excessively. (B)(4). By merit of the medical device correction notice, the summary is to replace the brake cams and bushings.